Event description:
It was reported that a case of connection shields contained a piece of tin which was observed prior to use. The package was sealed and did not appear to have been tampered with. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: january 4th, 2013 - april 8th, 2013 a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.